Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported the valve was unable to be adjusted. The reporter indicated that a progav2 valve has been explanted due to being unable to adjust. Patient information was not provided. Additional information has been requested.

Manufacturer narrative:
Investigation: first, we performed a visual inspection of the progav 2.0 shunt system. No significant deformations or damage of the valves were detected during the visual inspection. Next, we tested the permeability and opening pressure of the valves. Both valves were shown to be permeable. Additionally, we tested the adjustability as well as the brake functionality and brake force of the progav 2.0 valve. The valve operated as expected and met all specifications. Finally, we have dismantled the progav 2.0. Inside the valve, we have found significant build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of non-adjustability. At the time of our investigation, the progav 2.0 was able to be adjusted to all specified settings. However, it is possible that the significant deposits observed inside the valve could have caused the malfunction in the past. As described in our literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The shunt system met all specification of the final inspection when released from christoph miethke gmbh & co. Kg.